Event description:
The patient's family reported that the patient had a large clot attached to the right atrial lead. The physician is monitoring the clot and placed the patient on coumadin and the lead remains in use. Follow up was attempted to determine if the blood clot was related to the lead functionality but results were inconclusive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.